Event description:
Customer called to report that the unicel dxh 800 coulter cellular analysis system leaked fluid from the nucleated red blood cell (nrbc) mix chamber. Customer stated that patient results were not affected, and that no one was exposed to or harmed by the leak. On the same day, the field service engineer (fse) inspected the instrument and found that the nrbc mix chamber was overflowing due to tube stopper debris build-up in the chamber ports. The fse removed the chamber and cleared all the debris. The fse also flushed the waste output line. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument leak issue.

Manufacturer narrative:
(B)(4).